Event description:
It was reported that device contamination occurred. A 2.00 mm rotapro was selected for use. During preparation, the packaging was noted to be damaged. Upon opening the package, a dust particle was found on the burr and the physician did not want to use the device due to contamination. The procedure was completed. There were no patient complications reported.